Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had unexpected error message.the customer tried to reboot, but the problem was not resolved.the customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that a corrupted and space constrained station database (dsclientoltp), leading to transaction failures, station freezing, missing patient data. A technical support specialist (tss) found errors such as ¿unexpected error while recording transaction,¿ sql timeouts. The tss identified that the medication removal transaction failed because the database ran out of storage space. The system could not save the transaction since the database filegroup (data) was full. The error was related to the database/storage infrastructure rather than the user action. The tss connected to the station, backed up the corrupted database and logs, then dropped and rebuilt the database, followed by initiating a full data resynchronization. Although an earlier attempt was interrupted by an unexpected reboot, the rebuild and resynchronization were successfully completed without further interruption. The station was then rebooted, logs were validated showing normal data synchronization activity with no pending changes, and the device was confirmed to be fully synchronized with the server and restored to normal operation. The system functioned as intended after the technical support specialist troubleshot the device.